Event description:
Implant loss, primary stability was achieved, implant was completely covered with bone, no thread tap used, complication in site preparation (virtually planned drilling depth not reached), undersized implant bed, implant had to be removed.